Manufacturer narrative:
Contacted customer inquiring for patient information , but customer did not response.

Event description:
The customer reported that the ventilator is giving battery not connected message. The customer reported that the unit was in use on patient, but there was no patient harm.